Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Registered nurse reported via phone call that the customer had an MRI. Nurse advised that the insulin pump was not exposed to the magnetic field, however the settings were cleared and the device has a motor error alarm. Customer's healthcare provider then came on the line and advised that the settings on the insulin pump were blank. Doctor was able to do the rewind process, however the device alarmed motor error right after rewinding was complete. Alarm history on the insulin pump could not be checked as a result of the motor error alarm. The nurse advised after the MRI the device started giving a motor error alarm, but the customer's wife was outside the exam room holding on to the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.